Manufacturer narrative:
B3, d10: date is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in an unspecified access site was done with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The tavi procedure was completed using a large-bore sheath. Reportedly, a suture break occurred while advancing the knot of one proglide device. The remaining proglide suture was used with manual compression to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.